Event description:
It was stated that the customer passed away while wearing the insulin pump. The cause of death was unknown. It was stated that prior to her death, the customer got the flu. During that time, the customer was having very low blood glucose levels at night that required assistance by her husband. On the date of death, the customer's husband was unable to wake her up. The husband stated that he would not be returning the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.